Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having low flow alarms while using the bathroom. The patient was also reportedly experiencing atrial fibrillation (afib) episodes that occasionally would be in rapid ventricular rhythm (rvr). The patient was otherwise asymptomatic. Log file analysis captured low flow events on (B)(6) 2021. Several low flow flag events also occurred which did not persist long enough to trigger an alarm. These occurred at times when pulsatility index (pi) was elevated. It was additionally reported on 17dec2021 that the low flows had resolved with volume and cough management. The patient's afib was treated with amiodarone and cardioversion. The afib was reportedly sustained and did not exist prior to ventricular assist device (vad) therapy, although a prophylactic implanted cardioverter-defibrillator (ICD) had been implanted prior to vad implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. The submitted controller event log file captured 19 low flow hazard alarms along with intermittent low flow events throughout the course of the log file. No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. The patient remained ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01sep2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.